Event description:
A medtronic representative reported that, while in a spine procedure, c2 c3 back stabilization, the surgeon alleged that in one of the trajectory views, the instrument cad model was off to the side instead of straight up and down. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.